Manufacturer narrative:
This report is for an unknown 4 mm cannulated screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn. A pd evaluation was conducted. The report indicates that the cannulated screw was received with the threads deformed and peeled with an unknown length of material missing from the distal tip. The precise part number for the screw; therefore, could not be determined. The damaged portion of the screw involves a 10mm distal length with a 47.70mm (ca99) overall screw length remaining and considerable rounding of the 2.5mm hex drive feature. The threaded tip of the screw is twisted in a clockwise direction indicating likely impact with a material harder than bone. Likely the screw teeth have contacted the recommended guide wire during power driven insertion. Possible guide wire placement or bent condition was a contributing factor to this complaint as well. Drawing. No. 207.716 rev, g was reviewed and determined to be suitable for the intended design, application and general configuration of the screw when used as recommended. It is likely that the method of use during screw installation has led to this confirmed complaint and this evaluation does not indicate that the complaint is the result of a design deficiency with the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure performed on (B)(6) 2014 on an (B)(6) male, a 4mm cannulated screw had unraveled. The screw was removed from the device and another screw that was readily available was used. No fragments were generated no surgical delay nor was the patient harmed. The surgery was successfully completed and the patient status noted as "fine". This report is for an unknown 4 mm cannulated screw. This is report number 1 of 1 for (B)(4).